Event description:
On 12/02/1998 following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Later, as the pt was ambulating, he complained of pain in his procedure leg. On 12/07/1998 the pt underwent an ultrasound due to continued symptoms of pain. On 12/08/1998 the pt underwent a "radiological investigation" which revealed an obstruction in the pt's right superficial femoral artery. Vascular surgery was recommended as treatment at that time. As of 01/05/1999 there has been no add'l report to the manufacturer which confirms whether surgical intervention was carried out. Also, there has been no further report of add'l complication or pt sequelae.